Event description:
The customer stated that he tested his blood glucose and received a reading of 400 mg/dl. He retested and received a reading of 120 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically signficant. The customer alleged an adverse event based on the meter readings. He stated he was hospitalized overnight for high glucose. He did not give any more details of the event. Control solution was to be sent to the customer so that further troubleshooting could occur. No product will be returned at this time.